Manufacturer narrative:
The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had an occlusion alarm while on a patient. Furthermore, patient was moved to different vent and no patient harm reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire was not able to establish the exact root cause. No hardware failure visible on logs, assuming the issue was related with the calibration as the failure not persists after a successful calibration. Logs after calibration of the device is not available. Vyaire medical was not able to confirm the issue. As a resolution, vyaire ts requested to perform complete calibration on 25 aug 2023 and the occlusion alarms were reproducible prior to the calibration and the issue resolved after a complete calibration.